Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to external force applied to the distal end due to handling. The instruction manual identifies the following verbiage: "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection - 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The biopsy channel was leaking. The light guide cover glue was peeling. There was a crack on the glue. The insertion tube insulation was reading low. The control body had fluid invasion and corrosion. The us-el insulation also had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope failed the leak test upon receipt inspection. No patient harm reported. During the evaluation of the device, it was noted the light guide cover glue was peeling. This report is to capture the reportable malfunction of peeling light guide cover glue noted at estimation.